Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu) to address the reported sealing issues. The system was tested and verified as ready for use. The iesu was returned for failure analysis but the reported failure (vessel sealer instrument not sealing) could not be reproduced. The iesu was tested using the instruments identical to those used in the procedure, but the reported failure was not replicated. The iesu energized and cauterized, and all ports recognized instruments. A review of the site's complaint history does not show any additional complaints related to this product. The isi tse was contacted by the customer for troubleshooting and a log review was performed at that time. The tse was unable to identify any errors related to the reported incident. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. This complaint is being assessed as a reportable complaint because the vessel sealer instrument did not adequately seal even though the generator provided a signal that indicated that the seal was complete.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the site noted that the vessel sealer (vs) was not sealing correctly. An isi technical support engineer (tse) was contacted and noted no errors in the logs. The site noted that all audible tones from the generator were working normally, however, the energy exhibited by the generator to the vs instrument was either weak or non-existent. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr), who was present during the case, and obtained the following additional information: the csr noted that the audible tones were signaling correctly, however, it was noted in certain instances that the energy would either not be delivered at all, or that it would inadequately seal the tissue with the seal cycle not ending. The vs instrument worked during the first 60 minutes of the case and this issue was only encountered in the last 60 minutes of the case. The csr stated that to resolve the issue during the case, the site had to reset the generator and reseat all energy cords to be able to continue. The vs instrument will not be returned for evaluation as this issue is believed to be more indicative of a problem with the generator. The procedure was successfully completed robotically.